Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. No device malfunction suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.